Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump's battery cap contacts were damaged and had cracked on the back of the insulin pump. Troubleshooting was declined by customer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned device for alleged battery cap contact missing, cosmetic damage located at the back of the pump, high blood glucose and possible under delivery anomaly found on august 31, 2022. Pump was not received with original battery cap. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and self test. The pump passed the displacement accuracy test at 0.0872 inches. Test p-cap and reservoir locked properly into the reservoir compartment. No delivery anomalies were noted during testing. Successfully downloaded pump history files and traces using thus software and generated carelink reports. No delivery anomalies were noted in the pump history files and traces. In the pump history files and traces, the daily total of bolus insulin delivered is 9.3 u at 00:00:00.000 and 12.6 u at 00:00:00.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. The following were also noted during visual inspection: scratched case, cracked case, cracked case ¿ display window corner, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, stained keypad overlay, corroded battery tube, battery tube threads - cracked, and label damage. Unable to verify customer's complaint for battery cap contact missing and high bgs. Cosmetic damage was confirmed at the back of the pump. Possible under delivery anomaly was not confirmed during testing. Moisture damage was confirmed isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.